Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00007. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number #1 out of 12 reports that are being submitted as initial individual mdrs. : date of birth or age at time of event: unknown/not provided. Sex: unknown/not provided. If implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. Device evaluation: the complaint lens was received in an unknown solution inside a specimen cup. The lens was cleaned and visual inspection under magnification revealed that the lens was received cut in half (with a piece of lens missing), which is consistent with a lens that was handled during removal and replacement. Furthermore, a scratch on the optic body was observed. Based on the return condition of the lens, no further product evaluation is required. The complaint issue was confirmed. However, this can be attributed to handling during insertion and cannot be confirmed to be related to manufacturing. No product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgeon noticed a scratch on the lens after it was inserted in the patient's right eye. Lens was then removed and replaced with a new lens. Through follow-up, the customer confirmed there was no incision enlargement, no sutures, and no vitrectomy required. No further information was received.